Event description:
Level 1 rapid infuser set up for blood transfusion in the operating room by rn. First unit of blood started at 1024. At 1034 ob team stat delta called. After code called, cns returned to blood transfusion and noted unit of blood infusing however, blood was backfilling into normal saline bag. Rn confirmed with anesthesiologist that IV site was patent. Anesthesiologist confirmed "IV site is working." Rn removed prbc from level 1 rapid infuser and squeezed bag to infuse products. Pressure bags utilized and additional blood administration set up for further blood product administration. Patient received 5 additional units of prbcs, 2 units of ffp and 2 units of platelets. FDA safety report ID #: (B)(4).